Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: on (B)(6) 2022, sid (B)(6) initially result = 56.4 pg/ml, repeat result = <1.9 pg/ml. The customer did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. No impact to patient management was reported.

Manufacturer narrative:
Phone: complete phone number is (B)(6). This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 43413ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 43413ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 43413ud00 was identified. Section h: h4-device mfg date: corrected from 26may2022 to 26sep2022.